Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019.

Event description:
The customer reported that the ventilator does not remain on standby mode. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
MFR received date: 05 sep 2019. The biomedical engineer communicated that replacing the flow sensor corrected the reported problem of the unit not staying on standby mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator does not remain on standby mode. The customer reported that the unit was not in use on patient.